Event description:
Patient felt a vibration from the device while walking around an amusement park. Interrogation showed an alert for high impedance. Manipulation of the pocket did not show any noise or reading of high impedance; all office measurements were within normal range. The lead was capped.

Manufacturer narrative:
Na